Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was unknown at the time of event. The customer reported being unresponsive, requiring their spouse to administer a glucagon injection. The customer declined to troubleshoot for their low blood glucose. The customer also reported the insulin pump would take long to rewind. The customer also reported the battery would be depleted at a quicker rate. The insulin pump passed a self-test. The insulin pump will not be returned for analysis.